Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent bypass surgery on an unknown date and suture was used. During the procedure, the needle dissolves from the thread during passing through the tissue. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/14/2019. H3 device evaluation summary: two unopened samples of product code ep8729, lot pbq810 were returned for analysis.the product code is double armed. The complaint sample was not received for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device batch pbq810 and no non-conformances were identified.